Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was associated with a system infection. The pacemaker continues to remain implanted and in service. No additional adverse patient effects were reported.